Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was unknown if the infection was related to the device. Hcp stated that the pump was stopped on (B)(6) 2017 and patient was put on 20mg every 6 hours of oral therapy. Hcp inquired about a conversion rate for intrathecal to oral baclofen; agent reviewed that there was no direct conversion. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter. Cell phone number for initial reporter (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 507.5 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and non-malignant pain. On (B)(6) 2017 it was reported that the patient had been diagnosed with osteomyelitis of the spine. The infection was confirmed. The patient was hospitalized and given IV (intravenous) antibiotics. The event date was unknown. It was unknown if the infection was related to the patient¿s device. There was no allegation against device sterility. They were considering stopping the pump because the hcp had concerns with the drug potentially causing issues. They were considering suspending the drug delivery for 6 weeks. It was noted that the reporting hcp contacted the patient¿s managing physician and the physician in charge of the patient¿s care at the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-oct-2017 from the healthcare professional (hcp) who reported that the physician wanted to have the pump shut off. The pump off authorization form was sent. The hcp was going to confirm with the physician and send the form back if the decision was to permanently disable the pump. They thought the pump may have caused the infection since it was a bone infection at the catheter site. The hcp returned the authorization form the same day and the hcp was provided the pump off pass code. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 8709sc (B)(4) explanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2017 from a healthcare professional who reported that the patient¿s medical history included paraplegia at the t4 level. The patient initially presented to the hospital with a fever possibly related to osteomyelitis. Per this reporter, on (B)(6)2017 a pharmacist reported that the pump had been shut off (also reported as the pump had been removed) and on the same date at approximately midnight the patient was started on oral baclofen 20 mg every 6 hours. On (B)(6)2017, a nurse informed the pharmacist that the patient was confused and was not feeling as well as he had before the pump was removed and the health care team had speculated the oral baclofen dose was not the correct dose for the patient. The pharmacist asked the reporter about a conversion rate of intrathecal baclofen to oral baclofen and was informed there was no direct conversion. No additional information was provided and no further patient complications have been reported as a result of this event.